Manufacturer narrative:
Other, other text: b3 unknown, d4: UDI (01)(B)(4), d3, g1, and g2 email is: regulatory.responses@icumed.com one device was returned for analysis. Visua.l inspection showed the pump was in good condition. The tamper seal was removed. Review of the event history log (ehl) showed system fault 41,171. A functional test was performed and the reported issue was not duplicated, however error code 41171 was found in the information folder. The cause of the reported issue was unknown. As a result, the error code was cleared and reinstalled software application. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited error code 41171. The event occurred during testing, no patient injury was reported.